Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the event cannot be ruled out. Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. There were no reports of wound dehiscence in the pivotal ef- 11 recurrent gbm trial. In the commercial program, wound dehiscence has been reported by <1% of patients to date.

Event description:
Novocure medical summary: patient is a (B)(6) female with recurrent glioblastoma who began optune therapy with concomitant bevacizumab on (B)(6) 2016. On (B)(6) 2016, during a clinical visit, two open skin lesions with exposed hardware under the arrays were noted. This was near an area of chronic slow healing at the patient's resection scar. There was wound dehiscence and exposed hardware. The patient did not report fever, chills or drainage from the site. On (B)(6) 2016, patient underwent surgical excision on subjacent bone and reconstructive cranioplasty with titanium mesh to repair the skin defect. Due to a history of chronic anemia, the patient required a blood transfusion. Patient was discharged home that same day in satisfactory condition and prescribed a course of levofloxacin and sulfamethoxazole/trimethoprim. On november 10, 2016, patient reported temporary discontinuation of optune therapy due to ongoing wound complication. On (B)(6) 2016, patient was seen in the clinic for during postoperative follow up and was noted to have drainage of fluid from the surgical incision, appearing to be blood and cerebrospinal fluid (csf). Most of the wound was noted as healing well expect for a 2 cm eschar in the middle of the incision. Sutures were removed from the healed area, leaving the sutures surrounding the eschar in place. Patient was admitted for observation and IV vancomycin. No fever, chills, nausea, vomiting or muscle weakness was reported. Plastic surgery consult determined that the patient should undergo further wound revision at a later date. Patient was discharged home on (B)(6) 2016, with a course of ciprofloxacin and sulfamethoxazole/trimethoprim bid. On (B)(6) 2016, patient underwent surgical removal of mesh and fasciocutaneous scalp rotation flap with split-thickness skin graft. Patient was admitted to monitor pain control. Patient was discharged in good condition on (B)(6) 2016. On december 16, 2016, patient reported permanently discontinued optune therapy (note - optune therapy had never been restarted following november 10 treatment break). Per clinic notes dated (B)(6) 2017, the ongoing csf leak was likely related to communicating hydrocephalus related to tumor. On (B)(6) 2017, patient underwent placement of ventriculoperitoneal (vp) shunt for hydrocephalus, elevation of scalp fasciocutaneous flap and readvancement with split-thickness skin graft, and tumor resection for recurrent tumor. Patient was discharged in stable condition the following day with added oxycodone and mupirocin ointment to be applied topically to the incision area. On (B)(6) 2017, per clinic notes, wound was almost completely healed. Per prescribing physician, event was related to optune therapy.